Event description:
Event description guidant received information that out of range shocking impedance was observed with these lead adapters. A procedure was performed and the adapter/lead connections were tightened and the out of range impedance resolved. During this procedure, this transvenous atrial lead was damaged.